Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported inaccurately high spo2 readings on a hypoxic patient in the ICU. No patient impact or consequences were reported.

Event description:
The customer reported inaccurately high spo2 readings on a hypoxic patient in the ICU. No patient impact or consequences were reported.

Manufacturer narrative:
Date of this repory was updated from 06/19/2018 to 06/18/2018; occupation was updated from blank to "other health care professional".